Event description:
8/16/95, a gross & kempf nail with unk catalog number was implanted in the left leg of a pt. The pt was partial weight bearing. The pt experienced a "heavy ache" in the left hip and an x-ray detected that the nail was broken inside the consolidated femur. The broken nail was revised. No adverse consequences to the pt or surgical delays were reported.

Manufacturer narrative:
The results of the evaluation suggest that this event is not device related, but rather would be pt related.